Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis. During analysis, customer's reported problem was confirmed. Pump was found to be displaying "1871" error code alarm message when an ac power cord was inserted, and the motor was primed. Unable to download pump's event history logs or power up the device with alkaline batteries due to the batteries contact wires were cut off. Found an air_bad_crc error code 1210 message in the pump's error code log instead of the report error code 1261. Keypad, back labels were missing. Motor locks up and does not rotate when a prime key button is pressed. Motor and microprocessor unit board will be replaced by service to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical pump presented with error 1871 and error 126. There was no patient present at the time of the event. There were no reported adverse events reported.